Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure. Blindness, complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves, cranial neuropathy, death, device fracture, migration or misplacement, dissection or perforation of the parent artery, headache, hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations), infection, mass effect, neurological deficits, reactions to anti-platelet/anti-coagulant agents, reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia), reactions to anesthesia and related procedures, reactions to contrast agents including allergic reactions and kidney failure, rupture of the aneurysm, stenosis of stented segment, seizure, stent thrombosis, stroke or tia (transient ischemic attack), thromboembolic event, vasospasm, visual impairment. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred 27-system should only be delivered through a headway® 27 microcatheter and the fred 21-system should only be delivered through a headway® 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions: exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use: 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheathe the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred system will expand and may foreshorten up to 61% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred implant. 21. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported for a patient enrolled in the study, ¿a retrospective post-market clinical study of the flow re-direction endoluminal device system in the treatment of intracranial aneurysms¿ that a saccular aneurysm was identified at the anterior communicating artery (acoa) in the patient, with a size of approximately 2.61mm × 2.46mm (aneurysm neck × aneurysm depth). A fred dense mesh stent (2.50mm × 18/13mm) was implanted on (B)(6) 2024. A follow-up angiogram revealed that the stent was fully expanded and well apposed to the vessel wall, with complete coverage of the acoa aneurysm neck and unobstructed parent artery. Anteroposterior and lateral angiography of the right internal carotid artery (ica) showed good opacification of the right anterior cerebral artery (aca), grade 3 anterograde blood flow, no reduction in distal vascular branches, and no slowdown of blood flow. The patient was admitted to the hospital seven months post procedure due to dizziness and a heavy-headed sensation. Digital subtraction angiography (dsa) findings included: an acoa aneurysm, mild stenosis of the bilateral vertebral arteries, mild stenosis of the left ica, occlusion of the left middle cerebral artery (mca), moderate stenosis of the right ica, and severe stenosis of the right mca. Flow diversion therapy for the recurrent acoa aneurysm was performed three days post admittance. Angiography via a distal access catheter demonstrated a saccular aneurysm at the acoa, measuring approximately 2.43mm × 1.82mm (aneurysm neck × aneurysm depth). Due to tortuosity of the access vessel, under roadmap guidance, a microcatheter was advanced along a microguide wire through the support distal access catheter and positioned in the left aca. A stent microcatheter was introduced via exchange technique and advanced to the distal a3 segment of the left aca. The microguide wire was withdrawn, and a non-mvi flow diverter dense mesh stent was delivered through the stent microcatheter. Following accurate positioning, the stent was deployed slowly. A post-procedural angiogram confirmed full stent expansion with good vessel wall apposition, complete coverage of the acoa aneurysm, and unobstructed parent artery. Anteroposterior and lateral angiography of the left ica showed good opacification of the left aca, grade 3 anterograde blood flow, no reduction in distal vascular branches, and no slowdown of blood flow. Seven days post retreatment, the patient reported relief of dizziness, with tolerable diet and sleep, and normal defecation and urination. The patient requested discharge from hospital. Physical examination: bilateral lung auscultation revealed clear breath sounds without rhonchi or rales; regular cardiac rhythm without murmurs; soft abdomen without tenderness; pitting edema of both lower extremities. Neurological examination: clear consciousness; both pupils were isocoric and round with a diameter of approximately 3 mm, brisk light reflexes, free eye movement without diplopia or nystagmus; symmetrical nasolabial folds, midline tongue protrusion; muscle strength grade 5 in all extremities with normal muscle tone; hyperreflexia of tendon reflexes in both lower extremities, negative bilateral babinski signs, no sensory disturbance, negative meningeal irritation signs; accurate and stable finger-to-nose and heel-knee-tibia tests, no involuntary movements. The investigator determined a possible relationship with the investigational device based on the medical records of the patient's two stent implantation procedures.